Manufacturer narrative:
Unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. Since the production lot number was not provided by the user facility, a review of production and complaint records could not be conducted. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal device used caused a post op bleed. The following information was reported by the user facility: dx small rp bleed, hematoma; right femoral artery access; the amount of blood loss reported was less than 250 cc's; the bleeding occurred post treatment; micro puncture 5 fr x 7 cm stiff (vasc solutions); ultimum 6 fr x12 sheath; ultimum 7 fr x12 sheath; td swan ganz 7fr; ekos 106 cm wl x 12 cm tz (x2); 6 fr jl 4.0; 6 fr jl 5.0; 6 fr jr 4.0; bilateral coronary angiogram; complete heart cath; tpa and heparin; right radial access - 5fr basic glidesheath; left femoral vein access- 7 fr x 12 ultimum; ivc filter; venogram; lower ext angiogram; 5 fr angled pigtail 145; fixed core k .035x260 cordis emerald; terumo glidewire angled stiff .035x260; 5 fr sim1 cook; quick cross 0.035x150; the physician is concerned it may have been caused by closure device and both had good sticks; and the groin sticker was in the chart but the small sticker from package was not in chart or on groin sheet with lot number. Additional information was received on june 27, 2017. The procedure outcome was reported successful, but major bleed. Had to do a second procedure.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.